Manufacturer narrative:
The device in this report was not returned to olympus for evaluation. The cause of the reported event could not be determined; however, this type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic ovarian cystectomy procedure, the teflon pad was found burned, melted, and partially missing. It was also reported that the probe tip was charred. The patient was irrigated with two liters of saline and no device fragment of the teflon pad was found. It is unknown if the device fragment fell inside the patient. It was also reported that a short circuit error message displayed. The procedure was completed using a different but similar device. There was no patient injury that occurred.